Event description:
It was reported that a file seperated in the canal during a procedure. The pt was referred to a specialist for further treatment, though outcome of the event is not known as of this report.